Event description:
This report summarizes 2 serious injury events for intracranial hemorrhage. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided.type of procedure: left atrial appendage closure.boston scientific received notification of events for the watchman laac device reported in the left atrial appendage occlusion registry (laao) registry, watchman flx pro surpass clinical study to assess long-term safety and effectiveness outcomes associated with the use and implantation of the watchman flx pro left atrial appendage (laa) closure device with delivery system in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data includes newly implanted patients and follow up of patients included in the previous data set. Under the terms and conditions of the registry, data is anonymized before being transmitted to bsc, thus there are significant limitations to bsc's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to bsc.

Manufacturer narrative:
Quarterly reporting period: q2 2025.average time to event: 0 days.registry name: watchman flx pro device surveillance post approval analysis (watchman flx pro surpass).with all the available information related to the event occurred on 23aug2024, boston scientific (bsc) concludes:device technical analysis:the watchman flx? Pro was not returned; therefore, device analysis could not be completed.device history record review:the batch number of the watchman flx? Pro was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution.labeling review:there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include bleeding (hemorrhage, intracranial) (serious injury/ illness/ impairment).risk review:a risk review was completed and confirmed that the event of bleeding (hemorrhage, intracranial) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Corrections made in fields: a2 (age at time of event), b5 (describe event or problem), h1 (no. Of events summarized) and h11 (additional MFR narrative). Quarterly reporting period: q2 2025. Average time to event: 0 days. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). Registry name: watchman flx pro device surveillance post approval analysis (watchman flx pro surpass).

Event description:
This report summarizes 2 serious injury events for intracranial hemorrhage. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Type of procedure: left atrial appendage closure boston scientific received notification of events for the watchman laac device reported in the left atrial appendage occlusion registry (laao) registry, watchman flx pro surpass clinical study to assess long-term safety and effectiveness outcomes associated with the use and implantation of the watchman flx pro left atrial appendage (laa) closure device with delivery system in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient, but are captured separately under the terms of the summary reporting guidelines. Data includes newly implanted patients and follow up of patients included in the previous data set. Under the terms and conditions of the registry, data is anonymized before being transmitted to bsc, thus there are significant limitations to bsc's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to bsc.

Manufacturer narrative:
Quarterly reporting period: (B)(6) 2025. Average time to event: 0 days. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). Registry name: watchman flx pro device surveillance post approval analysis (watchman flx pro surpass).

Event description:
This report summarizes 1 serious injury event for intracranial hemorrhage. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Type of procedure: left atrial appendage closure. Boston scientific received notification of events for the watchman laac device reported in the left atrial appendage occlusion registry (laao) registry, watchman flx pro surpass clinical study to assess long-term safety and effectiveness outcomes associated with the use and implantation of the watchman flx pro left atrial appendage (laa) closure device with delivery system in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient, but are captured separately under the terms of the summary reporting guidelines. Data includes newly implanted patients and follow up of patients included in the previous data set. Under the terms and conditions of the registry, data is anonymized before being transmitted to bsc, thus there are significant limitations to bsc's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to bsc.